Event description:
Return in knee pain [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) from a physician regarding (B)(6) old female patient, initials (B)(6) with osteoarthritis. The patient's medical history is significant for previous treatment with synvisc-one on (B)(6) 2009. On (B)(6) 2011, the patient initiated the synvisc-one injection of 6 ml into the left knee. The synvisc-one lot number was not provided. On an unspecified date in (B)(6) 2011, the patient experienced a return in knee pain. On (B)(6) 2011, the patient was given a cortisone injection which lasted for six weeks. On an unspecified date in 2011, the patient's knee was drained of 12 cc of clear fluid and kenalog was injected with lidocaine into the knee. The action taken with synvisc-one treatment was not provided. The patient's outcome for the events of "return in knee pain and joint effusion" was not provided. Relevant concomitant medications were not provided. The intensity of the events was not provided. The relationship between synvisc-one and the events of "return in knee pain and joint effusion" was not provided by the reporting physician.